Manufacturer narrative:
Continuation of d10: product ID 8598a; serial# (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2021; product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving fentanyl (1,000 mcg/ml at 50 mcg/day) and bupivacaine (10 mcg/ml at 0.5 mcg/day) via implantable infusion pump. A catheter dye study was performed on (B)(6) 2021 and they were unable to aspirate the catheter. There were no known factors that may have led or contributed to the issue, although catheter kink/occlusion were noted to be possible. The hcp did believe that at the initial implant on (B)(6) 2021, the catheter must have not been placed intrathecally and the catheter was likely placed epidurally at initial implant because patient never had any relief; however, during the catheter revision that was done on 2021-nov-01, it was confirmed that the catheter was intrathecal. During the revision, the hcp opened up the spinal portion of the spine and took out 32.5 cm and left 5.6 cm of the existing 8598a. Then the hcp opened up a new 8598a kit and added that to the existing 8598a. The hcp was able to get cerebrospinal flow (csf). The issue was resolved at the time of report. The patient's status at the time of report was alive- no in jury.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, lot# serial# (B)(4), implanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 12-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving unknown drug via an implantable pump. It was reported the patient had no pain relief from pump therapy, on (B)(6) 2021, and received an in clinic bolus with no relief. A catheter access port (cap) contrast study was performed and failed. It was indicated the event was related to the device or therapy. No actions were taken and the event was ongoing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the catheter was explanted/replaced on (B)(6) 2021. The outcome of the event resolved without sequelae on (B)(6) 2021.